Event description:
A malfunction was reported on the pump, but no notable events occurred prior to this issue. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact to their blood glucose level. Although the customer had not previously reported or reset the pump for this malfunction, technical support provided reset information before the call was disconnected. No additional information was received regarding the outcome of the event. Customer called back, cts confirmed that error did not reoccur. Customer may continue to use pump.